Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative replaced the hard drive and loaded new software as well as erased and reloaded the flash memory and calibration files. The system was tested and found to be working as intended and put back in service.